Manufacturer narrative:
The user complained about receiving glucose suspend alert on (B)(6) 2025. Based on escalation analysis the sensor was replaced due to system performance and the sensor was returned for further investigation. The sensor was received with the hydrogel damaged, which was likely caused by excessive force during the removal process and not related to the user's complaint. In-house testing of the returned sensor and in vivo raw sensor data indicated chemical degradation with noisy sensor readings observed due to optical instability. This transient instability could not be reproduced, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. On the 14 mar 2025, the user reported (MFR#3009862700-2025-00522) an infection at the insertion site. The observed transient optical instability is potentially due to the infection which mostly likely contributed to the reported failure. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report 04 june 2025. D9 device available for evaluation? Yes, on 07 april 2025. G3. Date received by the manufacturer? 04 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 3005. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 7, 2025, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal. The sensor was inserted on (B)(6) 2024.